Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-05943. Additional information revealed the patient was also admitted to the hospital due to the right leg post -op pain.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-05943. It was reported the patient experienced right leg pain following a permanent implanted procedure on (B)(6) 2017. As such an MRI will be ordered to assess the patient's condition as the next course of action.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-05943. Follow-up information revealed the patient's pain occurred due to nerve irritation after implant. The patient no longer has pain and is experiencing effective therapy. The issue was resolved through medication and physical therapy.